Event description:
Dealer advised handle from front rigging is broken off. Dealer advised not sure which side and will call back with more information. Dealer could not provide any further information.